Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site. It was also reported that ipg was non-functional. The ipg was replaced and discarded and the patient was doing well postoperatively.